Event description:
On (B)(6) 2011, patient reported her down arrow button on the infusion device stopped working. Patient is currently using her backup infusion device. Patient stated the issue began happening 4 months ago. Patient reported the button pops back out when pressed. Patient stated she noticed the button would not work because it would not vibrate or respond to presses when attempting to program a bolus. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and patient reported he has returned the alleged product for evaluation.